Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. Because the testing happened on (B)(6) 2016, the images had to be assessed from an archived disk. The assessment showed that all three (3) test wells for the blood sample in question were visibly negative.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument, and testing happened on (B)(6) 2016.